Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation revealed that the system performed as intended. The logs showed that the manual registration was accurate, with a 0.5mm match to the theoretical locations of the ict fiducials, well below the system accuracy specification of 1.5mm. The user is required to perform a landmark check to visually confirm the registration. Thus, there is no indication of any malfunction with the registration. Any potential shifts in drb could not be detected and reported by the system since the user chose not to use a surveillance marker. The system worked as intended by alerting the user for skives. The cause of the reported issue was traced to user technique.

Event description:
Surgeon was performing t11-l2 screws with a fracture. The drb went on t10 facing the head with the camera at the head. Surgeon did not use a surveillance marker even though it is recommended. Manual registration had to be performed and the ict was removed. Since no surveillance marker was used there could have been a drb shift but not detected, there were also several skive warnings which in a fracture can offset the bone. Three screws were misplaced medial into the canal but there was no negative effect.